Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. A bend was found in the electrode body at approx. 50 mm from the terminal end. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. Boston scientific technical services (ts) suggested monitoring and if continues to rise or there is noise on electrode then evaluate further. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, the suspected cause could be related to patient condition (weight change). It was suspected that the electrode is in adipose tissue. The technical services (ts) recommend x rays and this electrode will be explanted. This electrode remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this electrode was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. Boston scientific technical services (ts) suggested monitoring and if continues to rise or there is noise on electrode then evaluate further. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. Boston scientific technical services (ts) suggested monitoring and if continues to rise or there is noise on electrode then evaluate further. Additional information was received which indicated that, the suspected cause could be related to patient condition (weight change). It was suspected that the electrode is in adipose tissue. The technical services (ts) recommend x rays. This electrode remains in service. No adverse patient effects were reported.

Event description:
It was reported that, this electrode exhibited high shock impedances out of range. Boston scientific technical services (ts) suggested monitoring and if continues to rise or there is noise on electrode then evaluate further. Additional information was received which indicated that, the suspected cause could be related to patient condition (weight change). It was suspected that the electrode is in adipose tissue. The technical services (ts) recommend x rays and this electrode will be explanted. Additional information was received which indicated that, this electrode was explanted. No additional adverse patient effects were reported.